Event description:
It was reported from (B)(6) by medical staff that a patient experienced a connector dislocated from the controller. It is stated this was when the patient switched from ac power to a battery. The controller was exchanged with no reported consequences or impact to the patient. The controller was exchanged from facility stock. No additional information was provided.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event the reported event was confirmed a loose power connector. The device was related to the reported event. Analysis of the device revealed that the device failed to meet specifications. The most likely root cause of the failure may have been the connector was not properly tightened during assembly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.